Manufacturer narrative:
Evaluation summary: the device was in-vivo for nearly 10 years at the time of this incident. The lot number associated with this complaint was previously part of FDA reportable recall. This recall is complete and no further manufacture or marketing of the versys zirconia femoral head 8118 family occurs. As this device was implanted prior to recall initiation, the complaint can be considered previously addressed. Review of the device history records did not find any deviations or anomalies. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient underwent emergency surgery for a fracture versys ceramic head.